Event description:
The customer reported that only the last three static images of seven images saved. This included three cine runs that were not viewable. The sys did not pull up the images on the left monitor. Also, the same three images on the right monitor and thumb nails are missing from the lower half of image or it shows only the lower half of a different image. No pt injury.

Manufacturer narrative:
The service rep troubleshot the sys then reseated the workstation pcbs and cable connectors. He reloaded the sys software and reloaded the nodes and data files. He made three test pts and saved the images. The rep rebooted the sys a couple of times and all images are ok. Sys is functioning as intended.